Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted. The patient was stable.

Manufacturer narrative:
The reported event of longevity anomaly was confirmed. In-lab assessment and testing showed normal device function and a longevity estimate showed normal battery depletion. The cause of the incorrect longevity estimation observed in the field was undetermined.